Manufacturer narrative:
The site has declined to return the product to the manufacturer for analysis and has indicated that it will perform its' own internal product investigation. Review of the manufacturing documentation confirmed that pump met all requirements for release. Review of controller log files revealed a sudden and sustained drop in power consumption and flow estimations followed by a slow increase in both of these parameters over the next few weeks at which point power consumption was nearing the limits of the normal operating range. The site provided pictures of the explanted pump showing material on the anterior aspect of the impeller as well as scoring on the inferior aspect. However, without the return of the pump, it is not possible to confirm the nature of this material. Investigations of complaints with similar circumstances were reviewed; a sudden and sustained drop in estimated flows may be obstruction of the inflow cannula, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. No additional information will be forthcoming.

Manufacturer narrative:
The site has declined to return the product to the manufacturer for analysis. Attempts to ascertain the reason why it is not being returned have been unsuccessful. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately eight months after device implantation, the site reported that the patient a sudden decrease in vad flow estimation that was attributed to a possible thrombus occluding the vad inflow cannula. On the following day, the patient's vad displayed a small increase in vad power consumption with an increase in flow. The site reported that they believed that a small portion of thrombotic material had been ingested into the pump. They further reported that this situation had caused a false normal flow to be displayed on the patient's controller over the ensuing weeks. Approximately three weeks after this initial event, the vad power consumption increased. The patient developed "black" urine but was otherwise asymptomatic. The patient subsequently underwent pump exchange and is reported to be doing well post-operatively. Investigation is ongoing.